Manufacturer narrative:
Contacted FDA office for additional info. The reporting person requested that their contact info not be provided to the MFR and as a result no additional info is known. Based on the date of implant, it appears that the pt may have been part of the clinical trial. Due to the limited info, it could not be determined if this info has been reported to depuy spine as part of the clinical trial or after as an adverse outcome. The device is not available for eval and the catalog and lot numbers are not known at this time. The event as reported cannot be attributed to the device. Info is limited at this time and no conclusions can be made.

Event description:
Received a letter from FDA reporting an adverse outcome to a charite disc pt. Ref. Mw 1040887. Pt reports pain, possible facet fracture, l5 vertebral fracture. Subsidence and posterior migration of the implant. Implanting surgeon has stated that there is "nothing wrong with the disc" implanted.